Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation and withdrawal difficulties were encountered. The physician was able to successfully deploy the taxus express2 8.8% 2.75 x 28 mm drug eluting stent. Upon deflation it was noted, that the balloon was deflating slowly. The physician used a 20 cc syringe to aid in the deflation. The balloon fully deflated after about one minute. Upon removal, the balloon stuck a little to the stent but was successfully removed. There were no reported pt complications or injuries. Addtional info has been requested.